Event description:
Case number: (B)(4) - mps shannon wyatt reported inability to home j1. Case type: not reported. Surgery was not completed robotically. Per response: case type: "all" surgical delay: 20 min, patient under anesthesia.

Manufacturer narrative:
Reported event: mps shannon wyatt reported inability to home j1. Device evaluation and results: per (B)(4): the motor encoder would not read on j6 so unit would not home. Replaced j6 arm assembly and performed all required tests. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review a review of the DHR associated with rob532 found quality inspection procedures successfully passed. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4). Case type: not reported. Surgery was not completed robotically. Per response: case type: "all" surgical delay: 20 min, patient under anesthesia.